Event description:
Pt reported two occasions of insulin cartridge leakage into the device (with possible sticking of piston rod). No error messages were generated by device. Patient's blood glucose was not affected, and no treatment was received.